Event description:
Pt had temporary ventricular pacemaker inserted with settings full sensitivity rate 60 ma3. While at rest pt felt self fainting. Monitor showed heart rate of 40 with no pacing spikes showing. Md notified-no effect with increased hr and increased ma.extension wire eliminated with good pacing spikes showing. Now extension applied with initial pacing but later pt fainted. Ht. Rate decreased 40 with no pacing spikes. Md notified and in so extension wire left off. Later pt fainted again same scenario. Pt changed to temporary av pacer with no further problems with capture. In each case pacer light was on indicating set rate of pacemaker but no pacing spikes per monitor.